Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9440; pmbbqms0 number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the suture detached from the needle during the procedure? Yes that is correct. Please confirm two sutures were detached from the needle? Yes 2. How many sutures in total will be coming back since quantity to be returned is 2 and per event description "3 boxes"? - the two sutures will be returned with no needle. The three boxes are all of the same lot number so will be collected and sent for testing. Total of 38 sutures. Was the needle removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? No consequence or injury, just need to use another suture. What is the condition of the patient? The patient left theatre / recovery (pacu) in a satisfactory condition. Procedure date? (B)(6) 2020. Lot number? Pmbbqms0. Note: events reported in 2210968-2020-06835. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an abdominal closure on (B)(6) 2020 and suture was used. During the procedure, while the surgeon was closing the abdomen, the suture became detached from the needle. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/16/2020. Additional information: d10, h6. Additional h3 investigation summary: it was reported that suture became detached from atraumatic. It was received for analysis a sealed box with twelve samples, two opened boxes with eleven and fifteen unopened samples and two empty opened folders of product code w9440, lot pmbbqms0. During the visual inspection of thirteen samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or detached needle were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.